Event description:
Arjohuntleigh rec'd a customer complaint where it was indicated that the resident was injured during the transfer with maxi move lift and the sling. The resident was a male and it was reported that rec'd a broken femur. Then the resident had a surgery and had rod inserted. In accordance to info provided by the facility staff the night before injury the resident had been transferred and no issue had been noticed with lift or anything strange about the resident. "Staff stated that resident previously had a leg spasm but did not noticed anything related to injury." Ref MFR # 9681684-2014-00033.